Event description:
It was reported that the user performed a supply change on the ilet system using the flex and began the fill tubing step, reached approximately 50 units, then realized they did not fully lock the tubing in and attempted to seat it during the fill, resulting in drops coming from the tubing. The user then restarted and completed the supply change with guidance. No reported symptoms. Outcomes included low insulin delivery risk consistent with potential under-delivery during the initial fill attempt, user education, and successful completion of the supply change without need for medical care. Investigation included troubleshooting and step-by-step education to verify secure connection and proper deployment. Investigation of this case revealed user error related to an incorrectly attached infusion set connector during fill, with no device malfunction observed after repeating the procedure correctly. It was concluded, based on previously established findings for similar reports, that the cause was use error.